Manufacturer narrative:
According to the dealer, they put new backrest hinges on a customer's chair but had difficulty during the installation, as well as problems adjusting them appropriately. Subsequently, the customer claims that while transferring into their chair the backrest released from its locked, upright position and caused them to fall from the chair and sustain a head injury. The DHR for the chair was reviewed and the chair passed all applicable quality tests and configuration requirements. It met all specifications when it left the facility. The device has not been returned for evaluation. With the information available the manufacturer concludes that the cause of this failure was improper installation of the backrest hinges. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
The customer claims that while attempting to get into their chair the backrest released from its locked position and caused them to fall and hit their head.